Event description:
It was reported that the patient called the clinic due to multiple shocks received by their implantable cardioverter defibrillator (ICD). A remote transmission received via merlin.net indicated the ICD appropriately shocked the patient six times for ventricular fibrillation (vf), but failed to convert the arrhythmia. The patient lost consciousness and required an external shock from the paramedics to convert the vf. The patient was brought into clinic the next day to have their ICD reprogrammed. The patient was stable post programming changes.